Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal rod that attaches to the c ring came loose. No pieces left behind in patient. A replacement device was used to complete the procedure. There was no patient harm. The complainant provided a photo. It is observed that one side of the c-ring is detached. There was no delay.

Manufacturer narrative:
Tw # (B)(4) updated sections: corrected section: h6-device code changed to 1069. The device was returned to the factory for evaluation on 03/07/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the intact c-ring. An investigation was conducted on 06/05/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was observed to be intact. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the intact ceramic c-ring. No other visual defects were observed. Based on the photographic evaluation as well as the returned condition of the device as well as the evaluation results, however, the reported failure "break- c-ring rod support" was confirmed. The lot # 3000442871 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a